Event description:
It was reported that the handpiece needs to be checked. No further info provided. No pt consequence reported.

Manufacturer narrative:
Evaluation summary: the hp054 hand piece was returned with a loose mount. It was tested on a gnerator and gave an error code 3. The hand piece was disassembled, a torn acoustic isolator and evidence of moisture ingress were found in the instrument. No anomalies were noted with the stud.